Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited noise on the rv sensing channel. Reportedly, there was no inappropriate therapy delivered due to the noise. This lead was successfully replaced. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as it exhibited noise on the rv sensing channel. Reportedly, there was no inappropriate therapy delivered due to the noise. This lead was successfully replaced. No additional adverse patient effects. As per information from the field representative, the cause of the noise was not determined.